Manufacturer narrative:
(B)(4).

Event description:
Procedure: tep totally extraperitoneal. According to the reporter: during the surgery the india-rubber packing (co2 gas leakage protection) which was inside the trocar fell out. It was almost fallen into abdominal cavity but the doctor handled it safely. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.